Event description:
It was reported the device was received with a hole in the packaging lid. It was not used.

Manufacturer narrative:
(B)(4). On visual inspection of the package, it was observed that the package had been opened prior to sending it to our facility. There was transfer from the tyvek on to the blister flange on entire circumference of the blister indicating that package had been properly sealed. The blister corners were bent sharply upward as if the package had been compacted. The damage did not cause a break in the package sterility. The tyvek lid had a small indentation that aligned with the fin of the device knob. No hole existed, only the indentation. Complaint event not confirmed. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.